Event description:
It was reported a patient allegedly passed away while using a life2000 ventilator. Reportedly while hospitalized the device ¿either stopped running or ran only intermittently¿ while the patient was connected to the device. It was reported the patient was connected to the device at the time of passing. Per the death certificate the cause of death listed was listed as ¿acute-on-chronic respiratory failure¿ and ¿anoxic brain injury due to pre-hospital cardiac arrest.¿ baxter¿s investigation is ongoing into the sequence of events from the patient¿s initiation of life 2000 therapy to the patient¿s death, including any servicing/maintenance performed on the associated life 2000 device. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.